Event description:
It was reported that the patient fell while using a walker and dislodged the right ventricular (rv) lead causing inappropriate shocks. The rv lead was not able to be repositioned due to possible tissue in the lead and was explanted and replace. It was further reported that at the rv lead revision, a left ventricular lead implant was attempted but was not successful because, the lead would not "stay". The lv lead was not implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the connector pin was bent, there was apparent explant damage, and blood was noted on the helix mechanism; full lead returned and analyzed. (B)(4): lead stretched, the lead was damaged at implant, and blood/body fluid (not obstructed) noted on the distal conductor; full lead returned and analyzed.